Event description:
A report was received that the patient will undergo a revision due to discomofort at pocket site.

Event description:
A report was received that the patient will undergo a revision due to discomofort at pocket site.

Manufacturer narrative:
Additional information was received that the patient had the ipg and leads replaced. It was the physician's choice and there was no malfunction. The patient is reportedly doing well following the procedure. Additional suspect medical device components involved in the event: model:sc-2218-50 serial: (B)(4) description: linear st lead explanted devices will not be returned to bsn as it was discarded by medical facility.